Event description:
After an i45 stapler had been calibrated in a sigma resection procedure, repeated presses of the open button yielded no response from the device. The procedure was completed by use of another i45 stapler. There were no adverse effects to the health of the patient.

Manufacturer narrative:
Patient's weight is not known; (B) (4). The returned i45 stapler was found to have corrosion on the circuit board and on the motor. In addition the gear selector switch was mechanically stuck and so the device failed to initialize on battery insertion. This was the cause of the reported case of unresponsive buttons. A CAPA project has been initiated to address this issue. (B) (4)